Event description:
It was reported that the patient developed an implant pocket erosion and infection. The entire implantable cardioverter defibrillator (ICD) system including the right atrial (ra) and right ventricular (rv) leads were removed. The patient remained hemodynamically stable post procedure. Reference report: mw5156712.